Manufacturer narrative:
Investigation findings: the bur guard was received for evaluation and during testing it ran hot related to bearing failure. Further investigation found this unit overdue for preventive maintenance. The information for use (IFU) provided with this product informs the user of the following: warnings: prior to each use, all equipment must be inspected for proper operation. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance. Bur guard test procedure: prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service. The customer will be contacted with additional information regarding this product.

Event description:
It was reported that the drill in use with this bur guard got hot in an oral surgical procedure. The customer reported that the heat was felt in the body of the handpiece and that this bur guard did not feel hot. An alternate was used and the procedure was completed with no injury or delay.